Event description:
It was reported that a user experienced hyperglycemia after a site change, with blood glucose rising to 549 mg/dl and remaining above 180 mg/dl for approximately four hours; the user changed the infusion site again and glucose began to decline during the call, suggesting restoration of insulin delivery. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no assistance required, no ketone testing, and no use of backup therapy. Investigation included complaint handling and assessment of user-reported device performance and troubleshooting steps. Investigation of this case revealed an undetermined cause of hyperglycemia, with possible transient interruption of insulin delivery resolved after site change. It was concluded that the event was hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.